Manufacturer narrative:
The customer returned the suspected contour® next one meter (serial # (B)(6) for evaluation. Upon investigation, the meter did not switch on as expected. The batteries were replaced, but the meter still failed to power on. Upon removing the back cover, evidence of battery corrosion was observed on the battery contacts, which prevented the meter from switching on. The cause of the issue was determined to be corroded batteries, potentially resulting from improper storage or other external factors indicating possible misuse by the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® next one meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase.

Event description:
The customer called to report that the battery of their contour® next one meter exploded. She mentioned observing acid from the battery. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.